Event description:
Follow up information received identified the reported issue resolved on its own. The patient's scs system stimulation therapy was reportedly turned on without any further issues.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced complications of incontinence following the scs system implant procedure. No further information was available at this time besides the patient undergoing a CT myelogram.